Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. There was no patient contact or injury. The reporter stated the surgeon has just started with this model lens and is still learning the process. The reporter stated the lens tear was due to a learning curve.